Manufacturer narrative:
Failure analysis was performed, and the customer reported issue could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factor not directly related to the device. Also, the instrument was found to have one bent grip, causing misalignment of the grips. There was a .0385¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not burning, and the jaws did not line up. The procedure was completed with no reported injury.